Event description:
It was reported, while in the cath lab, the md inserted the iab via the femoral artery. The md noticed there was an air leakage between the stopcock and the pressure tubing. This leakage was found before the pump was turned on. As a result, the tubing was replaced. There were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.